Manufacturer narrative:
Concomitant medical products: product ID neu unknown prog serial# unknown. Product type programmer, physician product ID 8835 serial# unknown. Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the serial number and model of the clinician programmer was not known. The cause of programming mcg instead of mg was not determined. It was noted the patient had many psychosocial issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-03. It was reported that her pump was alarming because she missed her refill date. She was ¿very very ill with the pain pump that dried out¿ and that she was going through withdrawal symptoms, including a high blood pressure. The issue started in ¿the last two days¿ prior to the report date of (B)(6) 2019. She reported it is better now, because she got her pump filled on (B)(6) 2019. ¿the refill procedure was painful¿ and reported it was because her pump was dry. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. No interventions were mentioned. The situation is being addressed by the healthcare professional (hcp). The patient then stated that the manufacturer did nothing wrong in her situation, it was caused by the doctor. It was also reported that the incorrect refill date was displaying on the ptm. The ptm was used after the most recent refill. The issue started on (B)(6) 2019. They reviewed ptm considerations including that the date on the ptm needs to be checked by the hcp to determine the cause, that it is possible the information did not update at the initial bolus request after refill/update, but the ptm should still work as programmed. Her refill date shows (B)(6) 2019 and her refill date should show (B)(6) 2019. She was able to give herself a couple of boluses and the ptm is working as intended. The patient was redirected to follow up with the hcp to correct the refill date. There were no associated symptoms reported with this issue.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID: 8835 lot# serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's weight was (B)(6). It was noted the doctor refused to allow the patient to check in or receive the core for the pump. The alarm date was (B)(6) 2019 and appointment was scheduled for (B)(6) 2019. On that date the patient's pump was filled til (B)(6) but it was noted the setting were in mcg instead of mg. It was noted the pump was emptied and the alarms were sounding for 4 days or so. The patient was very sick and was seen on (B)(6) 2019 by another doctor. The issue was resolved as it was emptied and filled on (B)(6) 2019. It was noted that something with the ptm didn't update because the next refill date still showed (B)(6) 2019 instead of (B)(6) 2019. The patient had heard the alarm for approximately 4-5 days. The patient was very ill with the withdrawals and lives alone. It was noted they were lucky to be alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (0.4063 mg/day) and morphine (1.0159 mg/day) via an implanted pump. The indication for use was spinal pain and degenerative disc disease. It was reported the patient received an empty reservoir alert/code. It was noted the patient was supposed to have a refill on june 26th but the staff at the doctor's office refused to let the patient see the doctor and the patient left without getting the pump refilled. The patient states they have problems with this particular individual at the doctor's office and wonders if this person is on drugs. The patient states they called the doctor's office and they wanted the patient to drive to a location in pa which is over an hour away and the patient was not able to travel that far because they are disabled and alone. The patient states they were afraid because the pump was empty. It was noted the pump started alarming the last couple of days.